Event description:
Patient had unexplained elevation of troponin I value on beckman dxi immunassay analyzer. No clinical evidence of myocardial infarction or necrosis. Echo normal. Specimen (37.9) analyzed on abbott I stat (troponin I) <0.01, bayer centaur (troponin I) < analyte range and troponin I (roche ) <0.01. Persistently high troponin I value on beckman dxi. Beckman contacted and pt sample sent to beckman for workup.